Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy, the device fully fired but the staple line was not properly formed causing partial bleeding. The bleeding was controlled by manual suture. No other adverse events were reported. The patient is currently stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one instrument and one reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. Visual examination of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired. It was observed that the cutting edge of the knife blade was damaged and the edges of the knife blade channel were scraped and shaved. Functionally, the instrument was loaded with a loading unit. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested regarding the reported condition and due to the damaged knife blade the reported condition was confirmed. Replication of this condition may occur when an obstacle has been incorporated in the jaws during application. This can damage the knife blade as well as push it into the edge of the blade track. When the knife blade makes contact with the edge of the blade track it will scrape along the track and can gouge or shave small pieces from the cartridge. The information booklet which accompanies each product shipment cautions the user as follows: - ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.